Event description:
Caller reported lancet protruding from lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.